Manufacturer narrative:
Result: the platinum wire proximal to the indigo system separator 8 (sep8) bulb was partially unraveled, and the tip distal to the sep8 bulb was fractured off. Conclusion: evaluation of the returned sep8 revealed that the distal tip of the sep8 was fractured off, and the platinum wire proximal to the bulb was partially unraveled. This type of damage typically occurs due to improper handling during use. If the sep8 is forcefully retracted against resistance, the core wire of the sep8 may become fractured and damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, while being passed back and forth through an indigo system aspiration catheter 8 (cat8), the bulb of the sep8 broke off of the wire in the patient. A snare device was required to retrieve the bulb of the sep8 from the patient. The procedure was completed using another manufacturer's device. There was no report of an adverse effect to the patient.